Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the roll pin was broken in the spur gear of the sternal saw. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the service repair technician (srt), the gear assembly will be replaced.